Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had crack on the on the front of the insulin pump. The customer¿s blood glucose level was unknown. Customer stated that the harder to read. Customer also stated that they received no delivery alarm and it was reporting a past event. Customer troubleshoot was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with scratched lcd window. Insulin pump passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No excessive no delivery alarm noted during the testing.